Event description:
It was reported that the right ventricular (rv) lead exhibited two sudden increases in pacing impedance, which were high out of range. Reportedly, the rv lead pacing and sensing were switched to unipolar configuration due to the increase in impedance. In addition, the lead recorded noise and oversensing. The device was reprogrammed back to bipolar configuration by the physician and further advise was requested to technical services (ts). The rv lead is a non-boston scientific product. The implantable pacemaker system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).